Manufacturer narrative:
The complaint of no flow / can't prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a tego® connector where it was reported that a patient care partner was hooking up patient for treatment and it started the patient to experience venous pressure high. They cleared and tried again, but still high then noticed that the tego cap was threaded when hooking up the lines, so they had to stop treatment. The rn came in to assist in taking the lines apart and trying to connect. There was patient involvement and delay in therapy, but no patient harm.